Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was unknown. Customer reviewed the alarm history and stated the alarm received was unexpected alarm, external ram crc error, displayable history crc check failed on startup, battery out limit and failed battery test. Customer was explained the alarm and possible causes. Customer declined all troubleshooting for the alarms. Customer will continue to use pump.